Manufacturer narrative:
The actual device in this case was received. The tip of the dilator was noted to be cracked with ridges. The device history could not be reviewed as the lot number and part number were not provided for the device.

Event description:
Account reported, that the tip of the introducer broke off. The procedure was able to be completed despite the peel away tip being sheared off. The procedure was completed using the same device. The fractured pieces were removed. The patient suffered no permanent harm or injury.